Event description:
Tech alleged that the brake casters did not hold in the brake mode.

Manufacturer narrative:
Technician found the casters were worn and needed to be replaced. He replaced the casters and the brakes functioned properly. The stretcher was found in an offsite area and there no alleged injuries.